Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels from 179 to 535 mg/dl. Customer declined to troubleshoot for high readings. It is also stated that there is a leak on top of the cannula. Customer was able to change the infusion set. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.